Event description:
Dealer advised chair will tilt back all the way but when you tilt the chair back down sometimes it will only come back down halfway and other times not at all. No injury.

Manufacturer narrative:
Please note: incident electronically submitted on (B)(4) 2013, in the 30 day timeframe. However, it was rejected due to an error message. This submitter was not properly notified in time to make necessary corrections nor was notified to resubmit. It has been identified that due to incorrect setting on the email notification was not set up to receive, therefore this submission is one day late.